Event description:
It was reported, the patient had an adjustment to their therapy and their manufacturer representative was present for the procedure. It was stated, the patient had a revision and the patient reported, the healthcare provider ¿moved it over.¿ it was noted, the patient was not sure what the healthcare provider did. Reportedly, the healthcare provider went in and re-did their bladder sling and that is why they moved the system. It was noted, the patient was not having trouble with the therapy and the therapy was working for them. It was later reported the device was bothering the patient so they moved the implantable neurostimulator (ins) to a new pocket site. It was stated nothing was replaced and the reporter believed moving the ins resolved the issue.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-28, lot# v963079, implanted: 2012 (B)(6); product type lead. (B)(6).